Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated at explant the physician told the rep the pump was not working. He had put saline in the pump because the pump was so sporadic. A catheter study was also performed. It was noted the catheter was fine and there were no issues. The patient needed pain medications so he decided to replace the pump. The physician believed there was an issue with the pump and would like to know if the manufacturer would reimburse or take care of the new pump. They were informed there would need to be an analysis of the pump. The patient¿s status after the device was removed was ¿recovered without sequela.¿ it was also reported there was 9 months until the elective replacement indicator (eri). No further complications were reported/anticipated or expected.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [5 mg/ml] at a dose of 0.5 mg/day. It was reported at the time of pump explant on (B)(6) 2017, the pump had not been working/there was a pump error. The representative asked if the hcp thought it might be the catheter, and the hcp said no. They did a dye study, and the catheter was fine. The hcp tried to see if the patient would do ok without the pump and put saline in the pump for a while. That did not work, so the hcp scheduled the patient for a replacement. It was unknown what environmental/external/patient factors might have led or contributed to the issue. Diagnostics/troubleshooting included a dye study; it was unknown if a rotor study was performed. The only intervention/action that took place was the pump replacement. The issue was resolved at the time of the report.the patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
The other relevant components include: product ID 8709sc (B)(4) product type catheter analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis of the catheter found that there was coring/tears/cuts in the sc connector seal, which met the leak criteria. If information is provided in the future, a supplemental report will be issued.